Event description:
It was reported that the module 8015 ls unit had an error code 200.5040. No patient involvement was reported.

Manufacturer narrative:
Additional information:h6 (component codes). The device has not been returned to service, therefore customer¿s reported problem cannot be confirmed. No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿failure error code 200.5040 on 8015 ls unit" based on the crb review and the limited information provided no further investigation actions will be performed.

Manufacturer narrative:
The device has not been returned to service, therefore customer¿s reported problem cannot be confirmed. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿failure error code 200.5040 on 8015 ls unit" based on the crb review and the limited information provided no further investigation actions will be performed.

Event description:
It was reported that the module 8015 ls unit had an error code 200.5040. No patient involvement was reported.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the module 8015 ls unit had an error code 200.5040. No patient involvement was reported.